Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment was returned severed at 191 mm from the terminal pin. Visual inspection noted that the insulation extended beyond the coils 4 mm and the end of the insulation appears to be cut. There was a small amount of body fluid in the lumen and a kink in the out insulation at approximately 4 mm from the distal end which lines up with the end of the filars. Detailed analysis was performed where a 22 mm slice was observed in the outer insulation starting from the distal end toward the pin to expose the filar ends. The polytetrafluoroethylene (ptfe) insulation on both of the filars is frayed which indicates that this insulation was not cut. Analysis determined that this lead exhibits traits that are consistent with a lead fracture. Analysis noted that a lead fracture could cause loss of capture and high pacing impedances.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted due to high out of range pacing impedance measurements and loss of capture. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the lead safety switch (lss) tripped due to an out of range impedance measurement on the right ventricular lead. All other impedance measurements were within normal limits. The clinician reset the lss and the lead remains in service. No adverse patient effects were reported.